Event description:
Consumer reports testing their bd meter against their old meter and getting different readings. Analysis run on clark error grid using lab reading (148) as ref. Point vs. Bd reading (291) yielded readings in the "c" range of the grid, outside acceptable limits.